Event description:
Since (B)(6) 2014 customer has had high blood glucose. Customer's mother thinks the pump delivers too little insulin. Blood glucose level up to 500 mg/dl. Correction made via pump and pen. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.